Manufacturer narrative:
This pump was evaluated by baxter's service facility. The report of an out of spec. Condition resulting in underinfusion was confirmed.

Event description:
Pump reported to have been noted to have underinfused while being used by anesthesia. The pump only delivered on half of a syringe of medication when it should have administered the entire syringe full of medication. The pt was managed without event by the anesthetist and the pump was replaced by another.